Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2022 with new purulent drainage at the driveline exit site accompanied by a foul odor. The patient was admitted for a driveline debridement which was completed on (B)(6) 2022. Additional information was received that parabacteroides distasonis, actinobacillus, fusobacterium nucleatum cultures were identified. The patient was discharged on (B)(6) 2022 with plans to take intravenous meropenem until (B)(6) 2022 at which point suppressive cipro (ciprofloxacin) would be resumed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.